Event description:
It was reported that the ilet system could not charge despite attempts with multiple outlets, different orientations, and without a case, and a replacement charger was arranged; the issue involved a charging problem associated with the battery charger component while the user utilized backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging problem traced to the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.